Event description:
Information received by medtronic indicated that the insulin pump's battery was not being accepted and the insulin pump seems not reacted to the removal of the battery. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue using the device and the device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black case type = ngp on (B)(6) 2022, the customer alleged for battery is not being accepted and failed battery test alarm.the sc1/test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay identified during the visual inspection. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the device history found: low battery alarms on (B)(6) 2022 at 15:54:00.000, replace battery alert on (B)(6) 2022 at 01:25:00.000 and 01:35:00.000, replace battery now alarm on (B)(6) 2022 at 01:56:00.000, failed battery/battery failed alarm on (B)(6) 2022 02:06:27.000 and 02:06:31.000 device passed self test, sleep current measurement, active current measurement and displacement test. No unexpected (battery issue) during testing or in the device history. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor and motor assembly noted, however, found moisture damage on the 40 pin flexible printed circuit/lcd, battery tube and vibrator. In summary, device passed required testing. Customer alleged for battery is not being accepted and failed battery test alarm was not confirmed. Moisture damage confirmed on the 40 pin flexible printed circuit/liquid crystal display, battery tube and vibrator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.